Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an intracardiac electrogram (egm) anomaly was observed. Two egm's were present and appeared continuous, however only one was expected. Technical support was contacted and noted that the first egm was the presenting rhythm at the time of transmission and the second was oldest episode of the transmission. A software update will be performed in the future to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.